Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had drawer failure. A field service engineer canceled the work order and not provided much information about how the issue was resolved. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis medstation system, it had drawer failure. The customer reported that really unable to get medication from the station during the malfunction and the drawer not bale to open or close during that time. There were no adverse events or injuries reported based on this event.